Event description:
During the procedure the outer jacket of the guide catheter in the tip area became detached from the inside braid wire. The physician inserted the guide catheter into the patient and advanced the guide catheter forward over the guide wire and while attempting to engage the physician notice some resistance. The physician injected the first injection of dye, the physician noticed some leaking on the floroscope. The physician noticed that the outer jacket of the catheter had separated. The physician was able to remove the guide catheter together with the guide wire. The patient is reported to be fine.